Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.

Event description:
The customer reported that the device did not recognize the pads cable. A "pads cable off" message was on the display.